Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint and one endeavor resolute stent was implanted in the prox lad and lmca. Approximately 12 months post index procedure, the patient died from an unknown cause. Death is reported to be a cardiac death. The investigator reported that it is unknown if the event is related to the device or the anti platelet medication.